Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60: serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of stimulation and only felt stimulation at the right knee intermittently. An x-ray was performed (B)(6) 2013, which revealed the patient¿s lead had migrated from the top of t9 to mid t9. Reprogramming was performed (B)(6) 2013. The outcome was reported to be ongoing with no further action needed.